Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 each sfc-b 150-035; returned coiled, loose, accompanied by the labeled mylar pouch film and single-bagged within a zip-lock" style poly pouch. The stretched coil wraps contain a length of thread entangled in the wire. The specimen presents fractures of the safety ribbon wire and the outer coil wires with associated stretched coil damage beginning approximately 53.6cm from the proximal end. The coil wire fracture presents indications of ductile tensile overload with torsional loading. The safety ribbon wire presents indication of ductile, tensile overload. All coil and safety ribbon wire material distal of the fracture is missing from the returned specimen. The distal 2.80cm of the core wire is protruding through the stretched coil wraps at 140.85cm from the proximal end. The specimen also present several bends scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Device interface and clinical factors appear to have impacted on the event as reported. If additional relevant information becomes available a follow-up report will be submitted.

Event description:
When they pulled the amplatz guidewire out of the nephroscope it stripped the wires. The rep stated that he was not able to see like that incident before. So they opened a second device which is a ptfe coated guidewire however the same thing happened,when they pulled them out of the scope it came untangled,stripped the wire and it went apart. They also opened a polaris stent but when they were sliding it through the scope it deformed the stent, it messed up the coil in the stent. So they opened a second polaris stent, however the same thing happened. The case was completed using a third polaris stent. The wire didn't completely detach or become severed. It looked like the smaller teflon wires, that are tightly wound around the stainless steel wire, came unraveled. It was reported there were no patient complications and the patient condition is fine.